Manufacturer narrative:
The device has not been returned for analysis. A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient was without stimulation and external devices were unable to communicate with the implantable pulse generator (ipg). Patient stopped charging the ipg as her life was too busy. Manufacturer representative met with the patient and confirmed the ipg was not communicating with external devices. Replacement of the ipg is slated to potentially take place at a later date.

Event description:
It was reported that patient underwent surgery wherein the ipg was explanted and replaced.